Manufacturer narrative:
Device evaluated by MFR.: the device returned together with its original opened pouch and inside of a plastic hoop. The guidewire was unraveled and the coil wire was elongated. The core wire was broken approximately at 142.5 cm from the proximal end. The core wire was kinked. Attached to the distal tip solder ball there was another corewire section and it measured approximately 2.5 cm. The guidewire body was bent approximately at 135 cm from the proximal end. No more damages were found in the returned device.

Event description:
Same case as facility medwatch (B)(4). Reportable based on device analysis completed on 29-nov-2019. It was reported that guidewire unravel occurred. The target lesion was located in the biliary vessel. A gw/035/145 (bx/1) amplatz super stiff guide wire was used in a procedure. However, during placement of the device, the wire unraveled inside the biliary tube. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed wire core detachment.